Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is: "defective" devices, "very-very" sick since implanted, and the devices have "poisoned" their body.

Event description:
Patient reported via company representative "defective" devices, "very-very" sick since implanted, and the devices have "poisoned" their body. Patient further reported unknown side device "completely broken", "the implant must have been broken when it was inserted, because I had my total breakdown 3 months later, which came with a creeping depression" and "neurologically and physically I was dead." Event of "depression" is not device related. The device has been explanted. This relates to the left side.

Event description:
Patient reported via company representative "defective" devices, "very-very" sick since implanted, and the devices have "poisoned" their body. Patient further reported unknown side device "completely broken", "the implant must have been broken when it was inserted, because I had my total breakdown 3 months later, which came with a creeping depression" and "neurologically and physically I was dead." Event of "depression" is not device related. The device has been explanted. This relates to the left side.

Event description:
It has been determined that the device associated with this complaint is not PMA approved. This record is no longer reportable to the FDA and will be un-reported.